Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that multiple cartridges did not fit on the pump. Reportedly, the customer continued to use the same cartridge for one month. The customer went to the emergency room (ER) on (B)(6) 2022, and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 150-400 mg/dl and high ketones identified as life threatening by a healthcare provider. The customer administered a manual injection prior to the ER visit to address bg and was treated with intravenous fluids of saline and insulin while in the ICU. The customer was released from the ICU on (B)(6) 2022, with the issue resolved, and no permanent damage. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a new cartridge and resumed insulin therapy.